Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Literature article entitled: fractures of modern high nitrogen stainless steel cemented stems - cause, mechanism, and avoidance in 14 cases", by piers j. Yates, mbbs (hons), bsc (hons), mrcs frcs (tr & orth), et. Al, published in the journal of arthroplasty vol. 23 no. 2 2008, reviewed by clinician for MDR reportability. The study surveyed 14 cases of implant fracture of stainless steel femoral stems. Clinical and radiological data suggest that heavy patients with small stems and poor proximal support are at risk for fracturing their implants. The article identified one depuy c stem femoral component of the 14 that sustained an implant fracture at approximately 2 years post-implantation. The stem was reportedly in varus, and the fracture occurred in the middle 1/3 of the stem body, the failure occurring within the cement mantle. The patient was reportedly (B)(6) weight, with a bmi of 25. There was no report of loosening or other adverse events, apart from the implant fracture. This was a cemented stem, but no other products detail was provided, such as cement manufacturer, cup manufacturer, size of head and liner, and no specific product or lot code information was provided for the c stem device.